Event description:
Ta60 3.8mm stapler was used to staple across a specimen in the case. The stapler was placed across the specimen line, the stapler was fired and everything appeared and sounded as it normally would. The specimen was then cut and removed from the patient. However, then the surgeons noticed that there was significant bleeding across the staple line. Upon an inspection of the stapler it was discovered that the stapler load had yellow pushers (indicators that the stapler was fired) visible, however, no staples had actually been fired from the stapler. The staple load that was in the stapler was the original manufacturer load that was packaged in the device. The surgeon then had to sew across the specimen line to stop the bleeding. The surgeon mentioned that there may be an increased risk of pancreatic bleeding due to this.